Manufacturer narrative:
Event date is on an unreported date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomach pain, light headedness and lost appetite. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with cefazolin and eausterile (intraperitoneal, doses, frequencies and durations not reported) for peritonitis. At the time of this report, antibiotic treatment was stopped and the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.